Event description:
International affiliate reports titanium microchip remained behind in the pt after removal of microsensor. It became jammed on the cranium and was left insitu. The doctor is concerned about future complications.